Event description:
Hill-rom received a report from user facility stating, "patient position monitor will not set on bed. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
User facility was instructed by hill-rom technical support to check to determine if the scale is functioning properly and if so he may need to replace the patient position monitor (ppm). The user facility replaced ppm. Problem persisted. After troubleshooting with user facility it was determined that the mattress being used on the bed was not compatible with the frame and therefore would not allow the ppm to be set. Mattress was changed to a compatible mattress and the issue was resolved. No further action required.